Event description:
It was reported that the device service indicator was illuminated. Physio-control evaluated the device and observed that it would not boot up properly. The device displayed the "service" message and was unable to deliver energy. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control replaced the memory pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed memory pcb assembly at the failure analysis center and confirmed the reported failure. However, further cause for the memory pcb failure was not determined.